Event description:
Complainant alleged that during a routine shift check by a clinician, the electrodes caused the associated defibrillator to display "poor pad contact" and "check pads" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.